Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported by the attorney, through the filing of a legal claim, that the claimant underwent right hip revision surgery on (B)(6) 2016 due to "metallosis with pseudotumor". It is further alleged that the pain worsened after his revision surgery. The claimant underwent a second right hip revision on (B)(6) 2017 for deep capsular wound dehiscence. This pi is for revision 2 for right hip.